Event description:
A medtronic representative reported that an open spine clamp was damaged during a spine procedure. Another spine clamp was used in it's stead. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight was unavailable from the site. RMA issued. Replacement open spine clamp shipped to site (B)(4) 2013. Medtronic investigation of returned suspect open spine clamp finds the center threads of the adjustment screw have been rounded or stripped. This mechanical failure directly caused the event.